Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of clip failure to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2026. During the procedure, after the clip was inserted into the scope a catheter kink was noticed. The physician tried to deploy the clip but was unsuccessful. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered. Note: per the precautions outlined in the resolution 360 clip instructions for use (IFU): if the device kinks or becomes damaged during insertion or passage, do not use it.